Event description:
It was reported that the patient's may have their system explanted at a later date for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the patient had ketamine injections which relieved the patient's pain. System was electively explanted.